Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Emergency medical technicians (emt) were called to treat customer for low blood glucose levels. Customer's blood glucose at the time of the incident was 27 mg/dl. Customer declined to troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not being returned or replaced.